Event description:
It was reported that on (B)(6) 2011, the procedure was to place a nephrostomy catheter in the kidney. Several guide wires were used, including a whisper guide wire. A few months after the procedure, a portion of the guide wire was observed separated in the vessel on x-ray. The separated portion was not removed and remains in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) or percutaneous transluminal angioplasty (pta).